Event description:
It was reported by the customer that the material was damaged like it had disintegrated and stuck to the pouch. The product involved was (B)(4), 1 cs (B)(4) units) were reported affected. No patient injuries, infections, or complications were reported.